Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed that image sensor cable was kinked at the edge of light guide connector. The cause of the kink in the cable was attributed to excessive stress from twisting and bending image sensor cable. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section(s) below: operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the flex video scope exhibited error code e231 (scope communication error). There were no reports of patient involvement.